Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device skipped the initial drain and went straight into fill. The patient was connected and in fill of peritoneal dialysis therapy at the time of reported event. The technical service representative advised the peritoneal dialysis registered nurse (pdrn) to use manual supplies. There was no patient injury or medical intervention associated with this event. During the follow up, the pdrn stated that they declined to provide any additional information on the event.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed with no issues. An internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.